Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Recently the patient had suffered from pain around the right hip joint. The surgeon found the symptom of osteolysis on the cup side by x-rays therefore revision took place on (B)(6) 2016. Although there was no pseudotumor, he found metallosis. He also found the cup had been loosened and it came off easily when he removed the metal insert and screws. It was reported that the head-neck junction had been blackened.

Manufacturer narrative:
This investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states primary tha for oa on the right side had taken place on (B)(6) in 2008. Recently the patient had suffered from pain around the right hip joint. The surgeon found the symptom of osteolysis on the cup side by x-rays therefore revision took place on (B)(6) in 2016. Although there was no pseudotumor, he found metallosis. He also found the cup had been loosened and it came off easily when he removed the metal insert and screws. It was reported that the head-neck junction had been blackened. He reamed the acetabulum up to 55mm and implanted a 56mm multi hole cup instead of the reported cup. He replaced the metal insert with a face-changing poly liner(+4 lat 10degrees, 32mm ID). He widened the distal end of the tibia up to 13mm and replaced the reported stem with other one (36mm+8mm lat). The head was also changed with a delta head (32mm +3mm). There was no surgical delay. The patient is now under observation. A complaint database search did not identify any anomalies. A review of the returned devices did not indicate any manufacturing defects. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status: the complaint states primary tha for oa on the right side had taken place on (B)(6) 2008. Recently the patient had suffered from pain around the right hip joint. The surgeon found the symptom of osteolysis on the cup side by x-rays therefore revision took place on (B)(6) 2016. Although there was no pseudotumor, he found metallosis. He also found the cup had been loosened and it came off easily when he removed the metal insert and screws. It was reported that the head-neck junction had been blackened. He reamed the acetabulum up to 55mm and implanted a 56mm multi hole cup instead of the reported cup. He replaced the metal insert with a face-changing poly liner (+4 lat 10degrees, 32mm ID). He widened the distal end of the tibia up to 13mm and replaced the reported stem with other one (36mm+8mm lat). The head was also changed with a delta head (32mm +3mm). There was no surgical delay. The patient is now under observation. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.